Event description:
Customer reported the device was cultured positive after it was received back from after last repair . The issue fond during reprocessing. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device tested positive with the following: gramp positive rods identified as microbacterium sp >100 cfu/channel. Acinetobacter radioresistens 6 cfu/channel gram negative rods identified as chryseobacterium shandogenesis 50 cfu/channel rhizoblum radiobacter 50 cfu/channel. The subject device was then sent to olympus third party for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). First sampling on 1/27/2023- the device instrument / biopsy /suction channel tested positive with microbacterium oxydans( 6 cfu/ml) and air / water channel microbacterium oxydans (2 cfu/ml) . Second sampling performed on 02/03/2023 - results conforms. All channels (distal end, instrument / biopsy / suction channel/air/ water channel and elevator wire channel were cultured /tested and found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : aer/ewd reprocessor: not tested. Model name: medivator advantage. Detergent name: rapicide 1. Disinfectant name: rapicide 2 and pa. Handling of accessories- noted conform manual. Precleaning information : pre cleaning to manual cleaning- 60 minutes. Aspiration of water through the instrument/suction channel. Flushing channels : air/water channel, auxiliary channel, instrumentation/suction channel, balloon channel. Ire channel forceps elevator. Scope- leak tested /performed per IFU. Pre-procedure device check performed. Water aspirated through instrument channel/suction channel with suction pump until the aspirated liquid becomes clear. Forceps elevator operated in up/down in detergent solution. Elevator flushed properly. Detergent used: brand: mediclean forte. Manual cleaning: detergent used: mediclean forte. Brushed points : instrument /suction channel, suction cylinder, instrument channel port, balloon channel . Forceps elevator brushed. Brush used for manual cleaning : maj-1888 single use soft brush. Scope not sterilized. Scope storage: drying cabinet/ droogkast. Scope maintenance: non olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation . The subject device was inspected and evaluated at regional repair center (rrc) olympus. Device evaluation, the following findings were identified during device inspection: device distal end found dirty with foreign materials (reportable malfunction) - this condition attributed to insufficient cleaning, handling problems. Furthermore, device evaluation found cracked objective lens (ob) and cracked light guide (lg) lens. Dent observed on scope case unit , switch, forceps channel port . Discoloration found on s-cylinder (suction) and air/water (aw) cylinder. Grip noted shaved. Flexibility adjustment ring, plug unit found damaged. Connecting tube has a scratch. Universal cord has a wrinkle. Electrical safety test and leakage test performed and found no abnormalities. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: flushing was not performed with using mh-948 for air/water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently due to the deviation. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.